Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion being treated was located in the non-calcified and tortuous mid right coronary artery (rca). A non-bsc 6fr guide catheter and guide wire were advanced to the rca. A 2.50x15mm apex balloon was then advanced to the rca for predilation and inflated to 14 atms. A 4.00x20mm promus element plus was then advanced, however there was difficulty crossing the proximal portion of the rca. During the attempts to advance the promus element plus stent was damaged on the distal end and appeared to be slightly opened. It was decided to deploy the stent at 16 atms in the proximal rca. A 4.00x12mm promus element plus was advanced through the previously deployed stent and deployed at 16 atms in the mid rca. Angiography was performed and the physician was satisfied with the results. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device is a combination product.(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).